Event description:
The pt indicated that the pump clock "loses time". He had to reset the pump clock each month starting in july of 1997 and twice during 3/5/1998 9/1997. He stated that he thought this could be why his blood glucose levels had been so high.